Event description:
Severe pain, toes curl, electric nerve shocks, continuous leg pain, battery discomfort, bladder wires ache. In (B)(6) 2015, I consulted a urologist for incontinence and he recommended an inter stem device plus battery. He examined bladder and said it was prolapsed and recommend at 2012 surgery asap. I was suffering from ongoing worsening incontinence. I consulted a doctor who after an exam, told me I needed an interstim device, which cost (B)(6). Too bad I didn't (B)(6) public comments about this device. After surgery and battery in my buttock everything was fine. Then, about one month later I started to hurt (the bladder) which I tolerated but the pain was getting so bad I couldn't work, I started turning it down. This was only temporary. Each time the pain returned so after four months I went to see a doctor and he got mad and said well you have control of it and rudely walked out. I toughed it out for awhile but after numerous side effects electrodes also nerves in legs, stabbing pain, curling toes and aching bladder, I finally turned it off and now wear pads, I went online and read years of complaints from pathetic people like myself. I went to have these wires and battery taken out since I feel it is dangerous to patients. (B)(4) should discontinue interstim, either voluntarily or either FDA. Very few benefits and I hate mine. My doctor made money and then threw me away.